Manufacturer narrative:
On (B)(4) 2017, an fse was dispatched to the customer site to address the reported event. The fse checked optimized temp for detector and dector table and ran controls which were all good and verified by customer. The aia-2000 was functioning as intended with all errors cleared. No further action required by the fse. The most probable cause of the reported event was due to temp board needed adjustment. Tosoh bioscience, inc. Is submittng on behalf of the foreign manufacturer tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA (B)(4).

Event description:
On (B)(6) 2017, a customer reported error check temps with the aia-2000 analyzer. The customer is unable to run bhcg, aft and ctnl 2 patient samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting bhcg, aft and ctnl 2 patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.